Event description:
Customer reported she experienced high blood glucose. Customer complained about sensor reading discrepancies; she was receiving low alerts all night. Customer stated that the sensor was reading low below 40 mg/dl and her blood glucose was 404 mg/dl. She treated with the insulin pump. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor performed the continuity resistance test and the sensor passed per specifications, also performed the bicarbonate buffer test and showed the sensor failed due to high readings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.